Event description:
The patient has 4 leads implanted as part of his peripheral nerve stimulation (off-label) system. Device 1 of 4. Reference MFR. Report:1627487-2014-24287. Reference MFR. Report:1627487-2014-24288. Reference MFR. Report:1627487-2014-24289. The patient underwent surgical intervention to relocate his ipg (reference MFR. Report:1627487-2014-06249). During the procedure diagnostics indicated invalid impedance readings. One lead was found to be fractured. The lead was explanted and replaced. It is not known which lead was explanted and replaced, therefore all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.